Event description:
Country of complaint: (B)(6). Complaint states: after a few minutes of use, the handle stopped working.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: visual and mechanical inspection: the instrument arrived decontaminated without packaging. Received device was noted to be very clean. The instrument showed no visible damage or mechanical abnormities. Electrical inspection: electrical resistance of the instrument (lower and upper line in common) was measured. In addition, the resistance of the pushbutton was measured. The electrical parameters of the jaw electrodes were found to be according to the specification. The resistance of both paths (lower and upper jaw) were lower than four ohm. Even under bending stress the resistance wouldn't increase, this is an indication for proper sliding contacts. The resistance measuring of the button resulted a value about 30 mega ohm, and is therefore not in specification (lower than 150 ohm). The resistance of the push button is too high and would result in the inability to begin coagulation. Investigation of the actuator button: the handle was opened and the button contact system was evaluated. It was noted that there was corrosion marks on the soldering of the connection wires. After removing the captan-foil, it was noted that there was heavy soil on the contact surfaces on the contact button and the contact spring washer. These soil can be from blood and liquids and are the reason for the high electrical resistance. The device appears to have been decontaminated prior to sending for investigation (based on the clean condition of the entire device). Conclusion: the soiled and corroded contacts of the button prevent a reliable function of the instrument. However, it is unclear if these conditions were present at the time of failure, as the corrosion may be the result of processing during decontamination. Also due to decontamination of the instrument, other failures, such as soiled sliding contacts may not be visible. Based on the current condition of the device and evaluation results; it appears that the root cause of the problem was due to an insufficient sealing of the shaft which allowed blood and liquid to reach the contacts in the handle. The failure rate is within the acceptable range of the risk analysis, no further actions required; however, there has been en engineering change initiated. There are current no further complaints with lot 52075567 at hand.

Manufacturer narrative:
Manufacturing site evaluation: evaluation is ongoing.